Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. The pump powered on and the display screen was dim, fading and discolored. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed that the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/24/2015.